Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to ECG "c". An unused pulse wire in the cable migrated itno ECG electrode "c" and cut the violet (agnd) wire inside the electrode. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that the ECG electrodes were non-functional.